Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Evaluation noted the error code showed due to the faulty embedded pc board. Based on investigation results, the failure was attributed to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator to olympus service center as an asset return with no reported issue. During the device inspection, the service repair team indicated that an error e433 was observed. There was no patient involvement in this reported event.